Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, h6, h11.

Event description:
Patient reported left side "rupture", "seroma", and capsular contracture baker grade ii-iii confirmed via ultrasound. Patient also reported left side "foam-cell, giant cell-containing foreign body reaction urn optically empty vacuoles, suitable for silicone deposits" diagnosed via pathology. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii; rupture; seroma.

Event description:
Patient reported left side "rupture", "seroma", and capsular contracture baker grade ii-iii confirmed via ultrasound. Device has been explanted and discarded.